Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) and subsequently hospitalized due to a blood glucose of 361 ¿ 499 mg/dl, diabetic ketoacidosis and large amounts of ketones which were identified as dangerous by healthcare provider. The customer attempted to self-treat with a bolus via pump. During hospitalization, the customer was treated intravenously with fluids of saline and insulin and was given zofran. Systems check with tandem technical support confirmed the pump was functioning as intended.